Manufacturer narrative:
Concomitant medical products: 693558, lead, implanted: (B)(6) 2013; 310c25, tissue valve, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance, following a steady rise for 4-5 months. High thresholds and lead fracture were also reported. The lead was capped. No patient complications have been reported as a result of this event.